Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. Omsc was informed that as a result of multiple microbiological testing, following microbes were detected from the sample collected from the device. First time; september 9th, 2020; all channels: filamentous fungi (1 cfu/endoscope), the testing result cleared the (B)(4) guideline. Second time; september 18th, 2020; air/water channel: aspergillus species (1 cfu/endoscope). The test results did not clear the (B)(4) guidelines. (B)(4) confirmed wear of air/water channel. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the device. First time; august 20th, 2020; distal end: aerobic microorganisms (14 cfu/sample) at 30 for 2 days, aerobic microorganisms (14 cfu/sample) at 30 for 3 days, aerobic microorganisms (14 cfu/sample) at 30 for 5 days, enterobacteria (unspecified number). Second time; august 25th, 2020; distal end: aerobic microorganisms (4 cfu/sample) at 30 for 2 days, aerobic microorganisms (9 cfu/sample) at 30 for 5 days. The device had been reprocessed with a non-olympus automated endoscope reprocessor, wd440, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Ofr sent the device to a third party laboratory for microbiological testing. As a result of the third testing, the sample collected from the device tested positive for the following microbes. Distal end: -aerobic microorganisms (<1 cfu/sample) at 30 for 3 days. -aerobic microorganisms (<1 cfu/sample) at 30 for 5 days. Channel: -aerobic microorganisms (<1 cfu/sample) at 30 for 3 days. -aerobic microorganisms (<1 cfu/sample) at 30 for 5 days. The testing result cleared the french guideline. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.